Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage, the location of the damage was at the case of the reservoir tube side and the case of the battery tube side. The customer reported the battery failed alarm and fluid in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the battery failed alarm, fluid in pump, and the customer was advised to monitor the product. Troubleshooting was performed for the battery cap damage, and accessories-1527 was used as a replacement for the battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. Found a corroded battery tube and battery tube spring during an initial inspection. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery failed or power-related alarms were noted during testing. A review of the history files reveals there were an excessive amount of battery failed alarms after a battery was installed. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. No crack on the reservoir tube side noted. Unable to verify battery cap damage due to the pump being received without a battery cap. Rejecting new batteries (battery failed alarm) complaint is confirmed due to corrosion inside the battery tube, on the battery tube spring, and moisture damage on the hardware. Battery cap damage is unknown due to the pump being received without a battery cap. Corroded battery tube and battery tube spring are confirmed. Cracked battery tube side is confirmed. Cracked reservoir tube side is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.